Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.